Event description:
It was reported that during the implant procedure the setscrew on the device was locked and made it impossible to connect the lead. The device was removed and new device was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4) - the device was returned, analyzed, and no anomalies were found. It was noted that the set screw had a rounded socket. Grommet material was found in the setscrew socket and setscrew threads. A new setscrew was inserted in order to perform testing. That setscrew was turned fully into and then back out of the setscrew block without meeting any obstruction.